Manufacturer narrative:
(B)(4). Siemens will evaluate this issue further and provide an update if necessary. Additional information: there has been no reports of death, serious injury or malfunction involving siemens equipment. Model number unknown, information requested.

Event description:
Siemens was informed that, when doing a complicated and time consuming intervention (e.g. Treatment of multiple bone tumors), the intervention radiologist may need more dose than the limit set by dose alert. It was noted that the dose alert window will pop up and require the radiologist to type in a username, diagnostic reason and a password if the maximum limit agreed to by the dose check authors is exceeded. The risk, as noted by the customer, is that if treatment in such a case is delayed or interrupted complications and additional patient risk could occur.